Event description:
Per independent repair center repair statement, the unit was sent in for alarming or red light. The problem could not be confirmed, and it was noted that the unit had no alarm. The initial oxygen reading was 81% which should have produced a "yellow light."